Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e 411 analyzer (rack system). The initial result was 2.83 ug/l. The repeat result was 71.92 ug/l. The repeat result was believed to be correct.

Manufacturer narrative:
The ferritin reagent lot number was 821406 with an expiration date of 31-jan-2026. The field service engineer (fse) replaced the sample/reagent probe tubing and the seal, cleaned the sample/reagent probe, and cleaned the mixer rinse station and the water tank. The investigation determined the event was due to a sample/reagent pipetting issue. The service actions resolved the issue.